Event description:
Per patient email (pro-se):"on or about (B)(6) 2018 I underwent a double bilateral inguinal hernia procedure. Such surgery was performed by surgeons and surgical hernia mesh was installed. The type, manufacture and serial number of the mesh are identified as bard perfix plug use by date 28-oct-2022 and bard perfix plug use by date 28-jun-2023. My reasoning for contacting your offices is that the left side lower abdomen has torn out completely, and a revision surgery is necessary. There are discussions to be held as to when such a revision procedure will be scheduled. As you are aware, the complications resulting from the torn mesh internally isn't pleasant, and having to endure a second surgery is not pleasant either. When the revision surgery is performed such will determine whether the mesh or physician is at err. A second surgery should not been due to such err or faulty manufacture." It is also alleged that the device was defective. Addendum per legal claim (patient as pro se): it is alleged that: plaintiff suffered an injury which required a secondary or revision surgical procedure, made necessary to correct errors that occurred at the time of the original (B)(6) 2018, double, s/p bilateral open inguinal hernia repair; with mesh. Bard/davol marlex perfix plug mesh was incorrectly installed (on (B)(6) 2018) into the plaintiff's left side, lower abdomen, said mesh did tear loose; resulting in pain and suffering to the plaintiff. Plaintiff now lives in fear that the right side inguinal hernia mesh, bard/davol marlex perfix plug (implanted on (B)(6) 2018), will also tear loose internally; and necessitate another repair surgery. On or about (B)(6) 2018, during a post-operative visit, the plaintiff expressed concerns to the physician e.g. A puffiness/ swelling, left side abdomen... The physician explained that the swelling would occur on and off for approximately 6 months, cease when healed. In-between the (B)(6) 2018 post-operative visit and in (B)(6) 2020, the plaintiff noticed an increase as to: internal burning/stinging sensation and swelling at the former hernia repair (site). On (B)(6) 2021, the plaintiff was transported to the hospital for the purpose of a c.t./m.r.I. Of the left side, lower pelvic area inguinal hernia on the pelvic. On (B)(6) 2021, the plaintiff had a physician consult, who recommended an ultrasound be performed prior to a consultation with a surgeon. On (B)(6) 2021, the plaintiff had a physician consult who explained the basis procedure regarding hernia mesh removal and installation of surgical mesh... Apparently the prior surgeon had installed surgical mesh i.e. A 'plug' on top of the herniated area, and when the new surgical procedure is performed, the surgeon will install the mesh from below, or underneath. On (B)(6) 2022, the plaintiff was admitted and on (B)(6) 2022, the plaintiff underwent removal of the existing bard/davol, marlex perfix plug and was installed with a different type of hernia or surgical mesh. Post-procedure pain medications were offered, to which the plaintiff refused narcotic medicines. The plaintiff was discharged on the same day. On (B)(6) 2022, the plaintiff expressed concerns of stitch/suture tearing, or premature dissolving. Medical tape was placed over the open area. For a time period of approximately 13 years, the plaintiff experienced internal burning and throbbing sensations throughout the lower abdomen, swelling/inflammation, partial bowel blockage, pain towards the male genital area. Plaintiff equates the sensations as being compared with tape or a band aid being torn off internally several times each day. The plaintiff was often forced to perform physical tasks beyond his capabilities. Plaintiff also alleges "the left hernia gets hard as a rock... A muscular cramp extending down into the inner crease of my left leg; more frequent bathroom trips and not being able to per say empty out the bowels and bladder; more often than not it interferes with normal body movements." It is also alleged that the device was defective. Per patient medical records: patient had a history of bilateral inguinal hernias for 10-12 years, underwent left and right inguinal herniorrhaphy with mesh on (B)(6) 2018 and was discharged the same day. On or about (B)(6) 2018, during a post-op visit, the patient "did feel a pop in the left side about a week ago and have a little bit of tenderness there but that is better." There was no bulge or other sign of recurrence.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including mesh and abdominal tear, however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial emdr (1213643-2020-09096) submitted. This supplemental emdr has been submitted to report the additional information provided along with date of event and explant. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, obstruction, swelling and chronic pain. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including mesh and abdominal tear, however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per patient email (pro-se):"on or about (B)(6) 2018 I underwent a double bilateral inguinal hernia procedure. Such surgery was performed by surgeons and surgical hernia mesh was installed. The type, manufacture and serial number of the mesh are identified as bard perfix plug use by date 28-oct-2022 and bard perfix plug use by date 28-jun-2023. My reasoning for contacting your offices is that the left side lower abdomen has torn out completely, and a revision surgery is necessary. There are discussions to be held as to when such a revision procedure will be scheduled. As you are aware, the complications resulting from the torn mesh internally isn't pleasant, and having to endure a second surgery is not pleasant either. When the revision surgery is performed such will determine whether the mesh or physician is at err. A second surgery should not been due to such err or faulty manufacture." It is also alleged that the device was defective.